Manufacturer narrative:
Tandem quality engineer evaluated pump data and concluded the following: the logs were reviewed on 9/10/2020. A review of the logs indicates that no bg reading below 54 mg/dl was recorded by the continuous glucose monitor (cgm) during this time frame. The user did not enter in any bg below 54 mg/dl during this time frame. Therefore, the complaint could not be confirmed. There is no evidence that the pump experienced a malfunction or failure.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that an occlusion alarm occurred. Reportedly, the pump supplies were changed to address the issue and insulin delivery was resumed. Additionally, it was reported that the customer experienced a low blood glucose (bg) level of 50 mg/dl; cause was unknown. Control iq suspended insulin delivery to address low bg. Recommendation was made to discuss diabetes management with a health care professional.